Event description:
It was reported that revision surgery was performed due to failure of the devices. Pain, weakness of the legs and hips, elevated cobalt and chromium levels, and fluid accumulations were reported.